Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to leave the system on so that it could be allowed to repair the system files. Once that was done, the system operated as intended.